Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an expired platelet concentrate disposable was used on a patient. The platelet concentrate disposable set was labeled with an expiration date of 08/01/2017. The blood was processed and the platelet concentrate product was administered to the patient on (B)(6) 2017. It is unknown at this time if medical intervention was required for this event. The patient is reported in healthy condition. The customer declined to provide patient's age and weight.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the cause for use of the expired set was that expired product was provided to the customer by the account manager which was inadvertently used by the customer. Human error of not checking inventory contributed to the use of the expired stock.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer initially reported a use of an expired set for lot #09a9907. Upon device history record (DHR) investigation, it was discovered that lot #09a9907 is the clean pack, a sub-component kit of the apc procedure pack. Upon further review of the DHR determined that lot #09a9907 corresponded with the final apc procedure pack lot #09a9927. The dhrs' were reviewed for both lot #09a9907 and lot #09a9927 and it was confirmed that the expiration date for both the clean pack and the final apc procedure pack is 09/2019; not august 1st 2017 as initially reported by customer. Per the investigation, the expiration date of the apc procedure pack and the clean pack is september 2019. Therefore, this product was not expired at the time of use. Root cause: root cause of why the product was reported as expired is due to user error because the expiration date was correct but was reported incorrectly by the customer. Correction: terumo bct's support specialist performed customer follow-up and the customer was informed that the product was not expired at the time of use.

Event description:
The customer reported that an expired autologous platelet concentrate (apc) procedure pack was used on a patient. Per the customer, the apc procedure pack was labeled with an expiration date of 08/01/2017. The blood was processed and the apc product was administered to the patient on (B)(6) 2017. The customer did not report any medical intervention for the patient. The patient is reported in healthy and stable condition. The apc procedure pack is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the account manager at the customer¿s site ensured that there were no more expired platelet concentrate disposable sets stocked at the physician¿s office. The customer stated that the patient was undergoing an elective procedure for pain in her left elbow and left lower leg. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an expired platelet concentrate disposable was used on a patient. The platelet concentrate disposable set was labeled with an expiration date of (B)(6) 2017. The blood was processed and the platelet concentrate product was administered to the patient on (B)(6) 2017. It is unknown at this time if medical intervention was required for this event. The patient is reported in healthy condition. Patient¿s age and weight are not available at this time. The platelet concentrate set is not available for return because it was discarded by the customer.